Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge came off the pump. No alarm sounded. Customer reloaded the cartridge and insulin was successfully resumed. There was no reported impact to blood glucose.